Manufacturer narrative:
(B)(4). Catalog#: 00771300600, mod fem stem press-fit cementless size 6, lot#: 60778206. Catalog#: 00784801200, modular neck e 12/14 neck taper ,lot#: 61271761. Catalog#: 00620005220, shell porous with holes 52 mm o.d. , lot#: 60407738. Catalog#: 00625006520, bone scr 6.5x20 self-tap, lot#: 60854359. Catalog#: 00625006535, bone scr 6.5x35 self-tap, lot#: 61110842. Catalog#: 00630505032, liner standard 32 mm i.d., lot#: 61049502. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01404 and 0001822565-2021-01405.

Event description:
It was reported that the patient underwent a revision procedure of the femoral head and m/l taper stem with kinectiv technology approximately 10 years and 5 months post implantation due to unknown reasons. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a revision procedure of the femoral head and stem approximately 10 years and 5 months post implantation due to elevated metal ions and pain with ambulation. The cup, head, and neck were exchanged metal debris and wear. No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with medical records received. MRI exam identified presence of altr in the joint. There was corrosion at the head-neck junction along with poly wear. The head, neck, and liner were replaced with new zimmer biomet products. No other complication/finding related to the reported event was noted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01405, 0002648920-2021-00305.

Event description:
No further event information available at the time of this report.